Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate date (patient was reported to be born in (B)(6) 1959). It should be noted that reportedly the presence of plaque in the artery was determined to be the cause of blockage. Based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional. Bilateral iliac procedure. Reportedly, after device deployment, there was no pulse. A femoral angiogram was taken which confirmed the presence of plaque that resulted in the blocked artery. An angioplasty was performed to remove the plaque and achieve blood flow. There was no reported adverse patient sequela. Though requested, additional information was not provided.